Manufacturer narrative:
(B)(4).the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a partial splenectomy the teflon pad melted and fragmented. A piece fell into the patient. The patient was x-rayed to locate the fragments. The patient was re-opened and all of the fragments were removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information and clarification received: sales rep advised: I found out today that it was the blade and the pad the fell off. The pad was found while still in the or during the case and then other pieces were retrieved after the patient went to recovery and another x-ray was ordered. Fluoro and scope were used to find the remaining fragments and removed through a port. The device and pieces were then x-rayed to ensure all the pieces were there. Surgeon was then satisfied that all the pieces were retrieved. He said the 2nd device worked great with no issues. Answers to questions: was the patient still in the or when re-opened: the patient was in recovery, and another x-ray was ordered. Patient went back into the or and using fluoro and camera, remaining pieces of the blade and pad were retrieved thru a port. If yes, when the patient was re-opened, please explain exactly what is meant by ¿reopened¿ (as this information is needed to determine if this is a serious injury or not) was the tissue pad retrieved through a port site: yes. If no, was the patient in recovery then returned to the or: yes. What were the indications for surgery: splenic mass. Was this an open or lap procedure: lap. How was the device being utilized throughout the procedure: to cut abd soon. Dr. Stated the harmonic seemed to be working poorly the entire case up to this point (hour in to the case when broke) . Didn't seem to be sealing or cutting properly. When was the device was being activated: when needed to seal and cut, throughout the case. Was the device used for backscoring: no. How long was the procedure: 2 hours. How was the device cleaned throughout the procedure: cleaning with 4x4. Was the x-ray done to locate fragments: (the tissue pad is not radiopaque) yes. How many fragments were found and what were the shape of fragments: uncertain. What is the current patient status: doing well.

Manufacturer narrative:
(B)(4). Batch # n91m8v. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the tissue pad was detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. During visual inspection, the black tissue pad was damaged melted and a 100% present. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.